Manufacturer narrative:
A getinge field service engineer (fse) reported that the customer did not request service at this time, and that the iabp was kept out of clinical service. It is unknown as to when service will be requested from the customer. The customer has not cleared the iabp for clinical use. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
It was reported that a conference call was requested by (B)(6) team staff regarding an incident that occurred in transport on (B)(6) 2021. (B)(6) staff reporting team had picked up a patient at (B)(6) hospital in (B)(6) and were to transport to (B)(6). They picked up patient in the afternoon and loaded them into a fixed wing aircraft. (B)(6) staff reports that this aircraft took off and was pressurized, and reported that around 1:45pm, which was about 20 min into flight. The transport registered nurse (rn) reported alarms from the cardiosave intra-aortic balloon pump (iabp) and said the iabp was not calibrating. Also , it was reported that they could hear the iabp attempting autofills multiple times every 5-15-minutes. There were other alarms besides the calibration one, but (B)(6) staff did not know which ones. It was also reported that by 3:50pm they did not have more helium in the tank and the iabp stopped. The rn began to manually inflate the balloon catheter. This was near the end of the flight and the rn continued to manually inflate until they arrived at the hospital in (B)(6). The flight team gave report and handed off care of patient to the (B)(6) staff. When the flight team returned to the base they sequestered the iabp at the base. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that a conference call was requested by (B)(6) team staff regarding an incident that occurred in transport on (B)(6) 2021. (B)(6) staff reporting team had picked up a patient at (B)(6) hospital in (B)(6) and were to transport to (B)(6). They picked up patient in the afternoon and loaded them into a fixed wing aircraft. (B)(6) staff reports that this aircraft took off and was pressurized, and reported that around 1:45pm, which was about 20 min into flight. The transport registered nurse (rn) reported alarms from the cardiosave intra-aortic balloon pump (iabp) and said the iabp was not calibrating. Also , it was reported that they could hear the iabp attempting autofills multiple times every 5-15 minutes. There were other alarms besides the calibration one, but (B)(6) staff did not know which ones. It was also reported that by 3:50pm they did not have more helium in the tank and the iabp stopped. The rn began to manually inflate the balloon catheter. This was near the end of the flight and the rn continued to manually inflate until they arrived at the hospital in (B)(6). The flight team gave report and handed off care of patient to the (B)(6) staff. When the flight team returned to the base they sequestered the iabp at the base. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The cardiosave did not require repair. The getinge fse installed software update and cleared the unit for clinical use.

Event description:
N/a.

Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period apr 2019 through mar 2021 was reviewed. There were no triggers identified for the review period.